Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in clinic follow-up, it was not possible to interrogate the device. It was confirmed, with a magnet, that the device was not pacing. Technical support was contacted and recommended device replacement. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
Device was received with intermittent telemetry and battery voltage was in the normal range. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues. The reported event of device unable to interrogate was confirmed. As a result of this finding, actions to prevent reoccurrence have been implemented.

Manufacturer narrative:
Additional information: h6. The reported events of inability to interrogate, and no magnet response were confirmed. As received, the device had intermittent communication. The device was cut open to enable further testing and battery was found in normal range and normal current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.